Event description:
It was reported that a user experienced hypoglycemia while using the ilet system after announcing a less-than-meal when blood glucose was approximately 68 mg/dl, followed by further decline to a nadir of 55 mg/dl before treatment with juice and eating a meal; a prior hyperglycemia episode the same day was linked to tubing disconnection, and no device alerts or alarms were reported. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low glucose outside the target range for about 30 minutes that resolved with oral carbohydrate and food, without medical intervention and without use of backup therapy. Investigation included technical review of device data and user education. Investigation of this case revealed user-initiated meal announcement at a low glucose level likely contributed to the hypoglycemic event, while the earlier hyperglycemia was attributable to a tubing disconnection. It was concluded that hypoglycemia occurred with cause unclear relative to device malfunction, and the device was operating as designed with dosing expected to respond as glucose rose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.